Event description:
It was reported that, noise resulting in oversensing was noted on the ra lead. Despite the device being reprogrammed, the noise resulting in oversensing continued. Additionally, inappropriate automatic mode switch was noted on the ra lead. No additional intervention has been performed. The patient was stable.

Event description:
During a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch were noted on the right atrial (ra) lead. No intervention has been performed. The patient was stable.